Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high readings issue with the adc device. The caller reported receiving high sensor readings when compared to a competitor meter. The customer experienced a loss of consciousness and was unable to self-treat. The customer additionally reported that there was an attempt to serve a sweet drink am then called ambulance who regained consciousness. Paramedics reportedly provided the customer coca-cola orally. There was no report of death or permanent injury associated with this.

Event description:
A caller reported a high readings issue with the adc device. The caller reported receiving high sensor readings when compared to a competitor meter. The customer experienced a loss of consciousness and was unable to self-treat. The customer additionally reported that there was an attempt to serve a sweet drink am then called ambulance who regained consciousness. Paramedics reportedly provided the customer coca-cola orally. There was no report of death or permanent injury associated with this.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.